Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared code 1005, which indicates an open circuit was detected during shock delivery. Several unsuccessful shocks were delivered which exhausted therapy and the patient had to be externally shocked. The shocks did not convert the rhythm and the patient coded in which CPR was performed. The patient was resuscitated successfully. The boston scientific turned off device therapy and the patient was currently being monitored in the intensive care unit (ICU). It was noted that the right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 145 ohms and some noise. Over the last year there was a gradual decrease in shock impedances. Boston scientific technical services (ts) recommended to evaluate the pulse generator and lead system integrity and to consider replacement of one or both components. Ts found that anti-tachycardia pacing (atp) did accelerate the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) which resulted in eight 41 joule shocks that did not convert the rhythm. A painless shock impedance test was performed and the results were normal. Subsequently, the crt-d was explanted and replaced and the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.